Event description:
Complainant alleged that the medics were responding to a call for a 57 y/o male pt who had been found by bystanders in his vehicle slumped over his steering wheel. Bystander cardiopulmonary resuscitation was in progress when the medics arrived upon the scene. The medics found the pt supine and in a pulseless and apneic condition. The pt had an asystole heart rhythm. The medics administered drugs, including epinephrine and lidocaine, by intravenous to the pt. The pt then presented a ventricular fibrillation heart rhythm. The medics attempted to shock the pt, but the device shut down, they then changed the device battery, but the device would not power up. The medics then attempted to power up, using the third battery, but the device still would not power up. The medics then obtained another device and were able to defibrillate the pt. The pt subsequently expired.